Event description:
The patient had a primary left knee surgery on (B)(6) 2020. The patient came in reporting pain due to a loose tibial component. The cause of the loose tibial component is unknown. The surgeon revised the tibial tray and insert. The surgery was completed successfully. Presently on 25 (B)(6) 2024, the patient came in reporting pain and the cause is unknown. The surgeon revised the patient from a uni to a total knee revising the femur implanted on (B)(6) 2020 during primary knee surgery too. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 30 january 2024; lot 1910813: (B)(4) items manufactured and released on 10-mar-2020. Expiration date: 2025-02-24. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved: batch reviews performed on 30 january 2024 moto partial knee 02.18.if5.09.lm tibial insert fix s5 lm - 9mm (k162084) lot 168019: (B)(4) items manufactured and released on 24-jan-2017. Expiration date: 2021-12-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Moto partial knee 02.18.tf5.lm tibial tray fix cemented s5 lm (k162084) lot 2003446: 25 items manufactured and released on 20-jul-2020. Expiration date: 2025-07-09. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Same patient of MDR 3005180920-2021-00479, in this case we have also the patient age, 59 years old.